Manufacturer narrative:
Samples received: none, 1 box requested from stock. Analysis and results: there are no previous complaints of this code-batch. We have not received any sample from the customer. However, we have analyzed the 36 closed samples received from stock. Tightness test to the samples received from stock has been performed and all units are tight. We have tested the needle attachment of all samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep): 3.20 kgf in average and 2.44 kgf in minimum (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. According to the results of the samples tested from stock and the batch manufacturing record review, the product complies with our specifications and also fulfill usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 when additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "the needle detached from the thread. Needle could be lost in the wound of the patient." Additional patient outcome and medical intervention information has been requested. When the additional information is received a follow up report will be submitted.